Event description:
It was initially reported that the physician was having difficulties with their programming system. When the issue was initially reported, the handheld computer screen showed "procedure failed." When the nurse pressed ok, she was taken back to the main vns software screen. It was communicated to the site that the message appeared to be a communication issue. The wand battery was verified to be sufficient by testing 9v battery using red reset buttons. The handheld computer was not plugged into the wall. The nurse indicated that the issue was occurring with multiple patients while trying to interrogate. The adapter cables were secure. It was not known when the next patient would be in the office to perform further troubleshooting. A replacement system was sent to the site and the other programming system has yet to be returned to the manufacturer for analysis as good faith attempt to obtain the device have been unsuccessful to date.